Event description:
Ophthalmologist reported they had implanted a ceeon 913a intraocular lens on several occasions and one week post operatively, the intraocular lens started to turn gray. The pt's visual acuity is excellent, however, they complain about fuzzy vision. This report reflects pt number one. A yag laser was performed and the haze did not go away. The physician was able to see a cloudy or gray haze in the intraocular lens during slit lamp illumination. No other info was provided on initial contact.